Event description:
Information received by medtronic indicated insulin pump had switched off several times after replacing battery. Customer also reported insulin pump alarmed to refer manual of the pump of the pump. No further details were provided. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.